Event description:
It was reported that the right ventricular (rv) lead was sensing noise after defibrillation testing. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d154vwc device implanted: 2008 (B)(6). (B)(4).